Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had a broken ail sensor. There was no patient involvement.

Manufacturer narrative:
Correction in e2, g2 additional in d8, h3, h6, h7, h9 z-2822-2020 for display board dim segments z-2718-2020 for iui connection issues this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor assembly was broken housing and replaced u2,u3 on display board assembly for segment dim. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date 27oct2008 of and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a broken ail sensor. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a broken ail sensor. There was no patient involvement.